Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR:the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the non calcified and moderately tortuous saphenous vein graft. A 16mm x 3.00mm ion drug eluting stent was advanced to the target lesion, however the stent was came off the stent delivery system and was left outside the guide catheter. The stent was able to be snared and successfully removed from the patient. The procedure was completed with balloon angioplasty. No further patient complication were reported and the patient's status was stable.